Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the scratches on screen that was blur information making it difficult to read. Customer's blood glucose value was unknown at the time of the incident. Customer reports that they receive unexplained no delivery alarm. Customer was declined troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be return for analysis.